Event description:
A caller reported that the indicated battery charge of their pump dropped significantly in a short period. The customer reverted to manual insulin injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.